Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 60 mm 200cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for several seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.